Manufacturer narrative:
Sections with additional information as of 23-apr-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi display and high blood glucose test results. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 130-140mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of 329mg/dl fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 07/25/2021 and open vial date is two days ago. The meter memory was reviewed for previous test result history. Result 1: 343 mg/dl date: (B)(6) 2020 time: 159am fasting, result 2: 367 mg/dl date: (B)(6) 2020 time: 152am fasting, result 3: 377 mg/dl date: (B)(6) 2020 time: 429am fasting, result 4: 368 mg/dl date: (B)(6) 2020 time: 428am fasting, result 5: 354 mg/dl date: (B)(6) 2020 time: 100am fasting, result 6: hi date: (B)(6) 2020 time: 152am unknown.